Event description:
It was reported by the customer that the device was used during a lap cholecystectomy procedure. The clip applier misfired and after that it would not squeeze staples. No pt consequences. No additional info is available.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the jaw and cam broken off from the left side. The device was tested for functionality; it cycled, and ejected the remaining clips due to the jaw and cam condition. An investigation has been initiated to determine the cause of this issue.